Event description:
Reported via patient call center. It was reported device migration and a leak occurred. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulse-field ablation were being performed using intracardiac echocardiogram (ice) imaging intraprocedural under general anesthesia. After the ablation was performed, the laa closure procedure was initiated. A watchman trusteer access system (was) was positioned at the laa and a 35mm watchman flx pro closure device and delivery system (wds) were advanced with the closure device being implanted after meeting release criteria. The concomitant procedure was concluded, and the patient was discharged the same day. At an unknown date post index procedure, the patient reported the closure device had shifted and it caused a leak.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0036821677. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift and implant did not seal. Risk review: a risk review was completed and confirmed that the events of implant movement/shift and implant did not seal were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported device migration and a leak occurred. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulse-field ablation were being performed using intracardiac echocardiogram (ice) imaging intraprocedural under general anesthesia. After the ablation was performed, the laa closure procedure was initiated. A watchman trusteer access system (was) was positioned at the laa and a 35mm watchman flx pro closure device and delivery system (wds) were advanced with the closure device being implanted after meeting release criteria. The concomitant procedure was concluded, and the patient was discharged the same day. At an unknown date post index procedure, the patient reported the closure device had shifted and it caused a leak.